Manufacturer narrative:
The entrust sds was received with approximately half a stent cell row exposed and flowered. Backlighting of the distal end of the sds catheter revealed that the proximal end of the stent was not in contact with the distal end of the sds inner guidewire lumen/pusher. The exposed stent segment most likely happened during removal of the sds from the patient and guidewire. What most likely happened was an interaction between the stent and the guidewire while the sds was being advanced proximally which pulled the stent out of the outer sheath of the sds. The red safety tab was grasped and pulled out of the deployment handle with ease. No unusual amount of force was required to remove the red safety tab and tube from the sds. The distal tip of the red safety tube did not exhibit any evidence of damage; if the outer sheath had been advanced distally the red safety tube would have been damaged by the pull cable. The printed strain relief was cut and removed to allow further examination of the deployment system. The pull cable was properly attached to the proximal end of the outer sheath of the sd. The deployment handle was split opened along its seams to allow further examination. The pull cable was properly routed through the handle. No abnormality of the safety tab cavity was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex en self expanding stent during procedure to treat the common iliac artery. There was no damage noted to packaging and no issues noted when removing device from the hoop/tray. Device was prepped per IFU. The stent was unable to deploy. There was no resistance encountered during delivery to lesion. Device did not pass through previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. Lock-pin was not removed. It was reported that the patient had occlusion from renal to iliac but was able to cross and pre dilate lesion. Physician then loaded the everflex device and when at the site of stenting, was unable to remove the red safety lock. Physician then removed the device from patient and replaced with another everflex of the same size (but 120cm shaft length) to complete the procedure. There was no patient injury reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the device was damaged.